Event description:
It was reported that the sample (B)(6), from memorial blood center was tested with serology. The test result was positive (c+), which contrasted with the molecular typing performed on (B)(6)2024, using the ID core xt assay which provided negative results (c-), with ID core xt analysis software v3.0.5.